Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos verified the failure mode of foreign matter (hair). The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. Production record review was completed for batch/lot 0132378 and no non-conformance was noted during the manufacturing of this lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. See narrative below.

Event description:
Material no.: 930800 batch no.: 0132378. It was reported that a hair was found in the product. Per email: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4). Item: 930800. Quantity affected: 1 case. Lot number: 0132378. Po #: (B)(6). Are any samples available for return? Yes. Reported issue: the client has stated that they have open serval of these and there was hair in the product while opening. Here are photos. Customer disposition request: credit.

Manufacturer narrative:
(B)(4); initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930800; batch no.: 0132378. It was reported that a hair was found in the product. Per email: we have received a quality complaint on product sold to our customer. Please, respond accordingly with the RMA number, if necessary, and the disposition of the customer's concern. Please contact the customer and cc me on any future communication. Injuries or adverse event: no. Medline reference: (B)(4); item: 930800; quantity affected: 1 case; lot number: 0132378; po #: (B)(4). Are any samples available for return? Yes. Reported issue: the client has stated that they have open serval of these, and there was hair in the product while opening. Here are photos. Customer disposition request: credit.